Event description:
It was reported to physio-control that the customer's device had an empty battery after the daily 03:00 am self-test. Upon device evaluation by a third-party service agent it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that there had been a communication error between the device and its battery which caused the state of charge of the device's battery to change to empty. Furthermore it was observed that the device had a normal power off current draw and that the device could charge and shock defibrillation energy. Physio-control also evaluated the device's battery. The battery's state of charge was 1 flashing led, indicating that the battery was near empty and should be replaced immediately. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.